Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient accidently damaging the mpu power cord was not able to be determined. The mobile power unit (mpu) serial number (B)(6) was not returned for evaluation. Per the provided additional information, the mpu was replaced after the damaged occurred; however, it will not be returned for evaluation. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d and instruction for use rev c caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient accidentally ran over their mobile power unit (mpu) cable in their electric wheelchair causing damage to the cord. The mpu was in use when the damage occurred. The mpu was replaced, and warranty replacement was requested. No log files were available.